Event description:
Additional information provided per medical records: the patient presented with history of previous tavr and congestive heart failure nyha iii symptoms.

Manufacturer narrative:
A supplemental MDR is being submitted due to provided medical records. Sections a2, b4, b5, b7, g3, g6, h2, h6: health effect clinical code and type of investigation have been updated. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to provided medical record. Sections b4, b5, g3, g6, h2 and h6: device code(s) have been updated. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years and 2 months post transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the native aortic position, the patient presented with a "failing 23mm s3u" valve due to stenosis. The patient underwent a successful valve in valve procedure with a 23mm sapien x4 valve. Additional information provided per medical record: calcification is observed on the leaflets, there is mild pvl (paravalvular leak) on the medial-posterior, trace central, mild halt (hypo attenuated leaflet thickening), and some degree of reduced leaflet mobility.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging was provided and revealed calcification on the leaflets, mild pvl on the medial-posterior, trace central, mild halt (possibly due to imagery artifact and some degree of reduced leaflet mobility. In this case, the complaint of calcification was confirmed based on the provided imagery. Available information suggests that patient factors (hyperlipidemia) likely contributed to the event as hyperlipidemia was reported in the patient's medical history. According to the technical summary, evaluation of reported complaints of svd-calcification events for the sapien xt, s3, and s3u valves did not confirm any manufacturing non-conformances. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years and 2 months post transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the native aortic position, the patient presented with a ''failing 23mm s3u'' valve. The patient has been scheduled for intervention. No additional information is available.

Manufacturer narrative:
The investigation is ongoing.